Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours without issues. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose between 2.0 mmol and 2.2mmol with symptoms of blurred vision and weakness / unsteadiness upon standing related to inaccurate delivery of insulin. Customer support reviewed the pump with the reporter and found that the pump basal history correctly reflected the user programmed rates and bolus history was found to show boluses as programmed, the basal and bolus totals were reflected in the total daily dose history, and a test air bolus was completed successfully and recorded in the pump history. During review of the event, the customer technical support referred the reporter to follow up with a health care provider related to the event for potential diabetes management issues. This report is made based on the allegation that the patient experienced hyperglycemia associated with a potential inaccurate delivery issue.